Event description:
Reportable based on device analysis completed on 11mar2022. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Synergy xd 3.50 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage, with stent struts lifted on the second distal stent strut row. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.